Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated the implanted battery does not last as long as it used to. Patient stated that the issue began two weeks ago, where they noticed they had to charge more frequently. Patient stated they used to always be able to charge every two weeks, but then it went down to every week, and now they cannot make it even a week, and the charge on the implant is getting less and less. Patient confirmed they had not made any sort of therapy program changes. Agent reviewed frequency is based off of usage, and redirected the patient to healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.